Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, where two taxus express2 drug eluting stents were implanted, a stent thrombosis and myocardial infarction occurred. No add'l info has been provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.